Event description:
It was reported that the insulin pump had moisture damage and unresponsive buttons. It was also stated that the insulin pump no longer vibrates or gives audible tones. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.